Event description:
Related manufacturer reference number: 2017865-2025-15294. It was reported that a patient presented with loss of capture and sensing noted on the patient's right atrial and ventricular leads. Chest x-ray confirmed dislodgement of the leads due to the patient twiddling. The leads were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.